Event description:
Customer reported a low blood glucose (bg) level of 53 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.